Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, full lead analyzed.

Event description:
It was reported that after positioning the lead, the helix would not deploy. It was further reported that the lead was examined and that it deployed after "30+" turns, and retracted after "40+" turns. The lead was replaced. No further patient complications reported as a result of this event.